Event description:
I am a type 1 diabetic, insulin pump dependent, for 20 plus years. Currently I am using a tandem t-slim pump, recently connected to a closed loop dexcom g7 sensor. The dexcom g7 has been reporting repeatedly, that my pump and g7 are "out of range". Meaning greater than 6 feet a part. This has been frustrating and ludicrous. The t slim pump has always been in my shirt pocket and the g7 sensor subcutaneously in the upper part of each arm, per instructions, for 24/7 for the past 5 days. Lately, the blood sugar readings have been out of whack, sometimes off by as much as 30-40 points, comparing finger sticks and continous glucose monitor readings.